Event description:
Caller states that the screen of the compact plus meter appears cracked with signs of a small explosion underneath. In addition, she states there are signs of smoldering. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.